Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: -, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the camera battery had died. The manufacturer representative performed the network device interface (ndi) toolbox troubleshooting and found that the bump sensor had flipped and that the internal battery had died. This occurred preoperatively, and there was a patient present.

Event description:
Additional information was received. The patient and the surgery were not affected.

Manufacturer narrative:
Additional information added to b5. Lot number added to product in d10. Continuation of d10: product ID: 9735821, lot number: p900859. H3, h6: the system was serviced in the field and the hardware part was replaced. B01, c13, and d02 are applicable. H3, h6: product 9735821 was received by the manufacturer for analysis. The returned positioning sensor unit (psu) had scratches on the housing and lenses. The event log showed intermittent firmware incompatibility dating back to apr 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. Otherwise, the psu passed an accuracy test (aak) at .114 mm with a passing threshold of .25 mm. The cause of the failure was the battery voltage low and system fault code. B01, c08, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the camera was sent to the vendor for analysis. Vendor analysis found that the failure was confirmed and isolated to faulted battery. Faulted battery was replaced followed by extended pyramid volume recharacterization. Unit has also passed outgoing product testing. Unit passed outgoing product testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was an adolescent scoliosis case. The camera was not working when the system was turned on. A manufacturing representative (rep) confirmed that the camera was not working. Another system at the site was able to be used to complete the case.